Event description:
Drive devilbiss is the initial importer of the device which is a knee walker. It was obtained from a service provider. We were notified of the incident upon receipt of legal documentation. We have no access to the device for evaluation. We will update this submission when more data becomes available. We are filing in an overabundance of caution. The end-user received the knee walker and it reportedly broke the same day. We do not know the specifics of the incident or the injury.